Manufacturer narrative:
Concomitant medical products: product ID 4968-60 lead, implanted: (B)(6) 2011; product ID dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated occasional atrial lead undersensing during atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.